Event description:
The customer reported that she feels the insulin pump is over delivering insulin. After told customer that the device was out of warranty, the caller became upset and hung up. Initially, the caller stated that she experienced low and highs, and then the device was dead. The customer's blood glucose reading at time of call was 163mg/dl. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.